Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose went as high as 431 mg/dl and as low as 45 mg/dl. Customer declined to troubleshoot and the insulin pump will not be returned for analysis.